Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous left common iliac artery to the external iliac artery. The lesion was first dilated with a 2mm x 40mm sterling es balloon and a 6mm x 60mm sterling mr balloon and then two other manufacturer's stents were deployed. The physician then dilated the stents with a 7mm x 40mm sterling mr balloon. The physician then tried to dilate the common iliac artery with an 8.0 x 20, 80 wanda balloon when the balloon ruptured at 15 atms upon the 2nd inflation (1st inflation: 10 atm/60sec). The procedure was completed with another manufacturer's balloon. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).